Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, during valve implantation, the balloon ruptured in the annulus. The sapien 3 valve was not full expanded due to the balloon rupture but was expanded enough not to embolize. The team prepared a new commander delivery system and post dilated the valve resulting in a final deployment position of 80/20 aortic. The patient was noted to be in good condition.

Manufacturer narrative:
Correction/additional information: additional information. Section:  the delivery system was returned to edwards lifesciences for evaluation. During preliminary engineering evaluation, the delivery system was found to be in an unlocked and packaging position with full loader assembly on the flex shaft, no fine adjust (fa) used, and no flex used.  The inflation/crimp balloon (I/c) bond was intact.  Blood was observed inside the balloon.  A pinhole was confirmed at the proximal end of the inflation (near shoulder). Investigation is ongoing.

Manufacturer narrative:
Additional information provided confirmed that bav was performed, there were no issues during device preparation.  The operator had to retry valve alignment a couple times.  Had a lot of resistance.  The device was not excessively manipulated inside the patient.  The patient had moderate annular calcification, moderate leaflet calcification and minor root calcification.  As indicated previously, the delivery system was returned to edwards lifesciences for evaluation.  During visual inspection a pinhole was observed on the proximal taper section of the inflation balloon.  During functional testing, the balloon was unable to be fully inflated due to the returned condition of the device (pinhole in balloon).  The gross alignment and fine adjust functions of the delivery system were able to be used with no abnormalities observed.  The full fine adjust travel was able to be used.  The device was locked in valve alignment position and the balloon shaft was able to be pulled to a force greater than the requirement.  No slippage was noted, indicating that the locking mechanism was functioning as designed.  The pinhole was on the tapered section of the inflation balloon, therefore dimensional measurements were unable to be taken. During manufacturing, the delivery system underwent multiple 100% inspections.  The balloons were 100% inspected for wall thickness and visual defects.  Balloons were sampled from the work order for burst testing and additional visual inspection.  Balloon inspections were 100% completed during balloon pleat, fold, and forming process for distorted/pinched folds.  The commander delivery systems were 100% inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification, fine adjust function, collet engagement (ability to lock), mechanical damage (e.g. Kinks, breaks), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft) and collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft.  The devices were 100% leak tested.  Furthermore, all manufacturing lots underwent product verification (pv) testing on a sampling plan prior to release, including:  fine adjustment verification test to ensure valve alignment position can be achieved.  Balloon burst pressure testing was also performed. Additionally, the locknut/collet engagement force was measured.  This work order met all specifications. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. A device history (DHR) review performed revealed no issues that would have contributed to the complaint device. Review of the lot history revealed no similar complaints. A review of the complaint history from march 2017 to february 2018 revealed other similar returned complaints for the edwards commander delivery system (9610tf and 9600lds, all sizes). The complaint history review revealed no evidence of manufacturing issues and no labeling or IFU inadequacies were identified. The commander delivery system instructions for use, the system preparation manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for ¿balloon ¿ leakage¿ was confirmed while the complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed.  No potential manufacturing non-conformance were identified.  If valve alignment was performed at a bend or angle (such as in a non-straight section of the aorta), it may have caused the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen.  If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position.  Under simulated conditions (simulated tortuous anatomy), an engineering study previously performed by edwards lifesciences was able to recreate high valve alignment forces.  Residual volume left in the balloon may also contribute to increased forces during valve alignment.  This was also recreated in a previously performed engineering study.  If valve alignment required higher than usual forces, it is possible that the extra force, in conjunction with the valve strut being in contact with the balloon, resulted in the pinhole observed on the balloon.  A definitive root cause is unable to be determined at this time.  The complaint history review suggests that patient and/or procedural factors may have contributed to the complaint. No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that patient and/or procedural factors contributed to the event.  Review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for the applicable trend categories.  Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.